Event description:
The customer reported that the system displayed a generator error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite instigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.